Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 12, which did not follow any notable events. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support assisted the customer in performing a pump reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to report back if any issues reappeared, which the customer acknowledged and understood.